Event description:
This is a report of peritonitis, coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date the patient experience peritonitis, then the patient was hospitalized for the event. However, the treatment was not reported. Three days later, the patient was discharged from the hospital. The patient recovered from this peritonitis event. This is report 1 of 4, for the cassette, in this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12h23050 andh12i18074. No exceptions were observed that were related to the reported condition. This is the same patient as (B)(4).